Event description:
It was reported that a patient presented with premature battery depletion and back-up vvi mode noted on the patient's pacemaker. The patient's pacemaker was explanted and replaced on(B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events of premature discharge of battery and device in backup mode were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was at normal level. Hybrid circuitry was tested. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Field should be corrected to the following: the reported events of premature discharge of battery and device in backup mode were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was at normal level. Hybrid circuitry was tested. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. Correction: h9: no fsca number should be populated correction: h7: "recall" should not be checked